Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) requested MRI guidelines not related to the device or therapy. It was reported that the patient's system is not working per the patient's family. The hcp does not know what is not working, and no other details were provided. There were no symptoms reported. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.